Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller states that the patient had her device removed on (B)(6) 2019 because after she had another fall the ins disconnected from the leads again. Caller stated instead of replacing the device she decided just to get it removed. There were no further complications reported.